Event description:
The family noted that the catheter was leaking at the insertion site. The pt returned to the hospital. The hub had completely broken off from the catheter requiring an exchange under anesthesia. The pt was discharged after the exchange without difficulty.